Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was discolored, showing evidence of blood contact. A remnant of a blue monofilament suture is noted on the inflow of the sewing ring adjacent to the right cusp. All leaflets are in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets are slightly stiff but flexible. A tear or puncture through the tunica of the left cusp adjacent to the inflow margin of attachment, appears consistent with a puncture or laceration by a sharp instrument, such as forceps, during implant. The non-coronary and right cusps are intact. All commissures are intact. H3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 33mm mosaic mitral valve, it was explanted and replaced with a device of the same size and model. The reason for the replacement was reported as severe regurgitation. No additional adverse patient effects were reported.